Event description:
Elderly male with history of coronary artery disease, lung cancer and coronary obstruction pulmonary disease. While receiving outpatient chemotherapy, it was attempted to access patient port. When the port kit was opened, needle was collapsed with no sheath covering needle. The needle was unable to be used. No known harm.